Event description:
The handheld device, with serial cable, was returned on (B)(6) 2012, however the flashcard was not returned. Analysis on the hhd has since been completed. During analysis on the returned handheld it was identified that the touchscreen was unresponsive. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was initially reported that the physician was having issues with their handheld and reported it was related to communicating with patient's devices. The office had another programming system to use so patient care was not affected. It was indicated that she attempted to troubleshoot the issue by switching out the cables, but was unable to figure it out. A company representative went to the site to troubleshoot the problem and determined the issue was intermittent problems due to the handheld freezing on various screens. It was confirmed that the screen was no locked and three hard resets were performed. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Serial number - corrected data: new information received regarding the serial number of the handheld in question was inadvertently omitted from follow-up report 1.